Event description:
It was reported that the battery pack from the zimmer pulsavac plus unit was deformed by the heat of itself. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.